Manufacturer narrative:
The valve was patent and passed siphon and reflux testing. It was within specifications for all pressure-flow and preimplantation tests. The valve did not pass the leak test due to two tears on the delta chamber. A review of manufacturing records showed no anomalies. All our products are 100% tested at the time of MFR.

Event description:
It was reported that the valve was leaking from the pump.